Manufacturer narrative:
One (1) used list# d1000, tego¿ was returned for evaluation. As received some light tearing observed on the top seal, no other anomalies were observed. No mating device was returned for evaluation. The returned sample was flushed, and no flow restriction was confirmed, additionally the sample was leak and vacuum tested as per procedure, met the product specification. Complaint of a total block in the flow with the tego cannot be confirmed or replicated. The probable cause of the top silicone seal tearing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history review (DHR) lot and relevant commodities were reviewed, and the following discrepancy was identified: exception type: ncmr discrepancy: g8 and h1-h8 have window occlusion. After performing functional test tm 0000090 the window area is still occluded and the rib is under the silicone part. Totes1-4 were affected. Translation "that manufacturing reports component r1-3701 lot 13765767 with the hole covered, where the housing notch goes when assembled, in order 13938363 item d1000. "That 3 pieces part number r1-3701 rev.19 lot# 13765767 were reported with "window occluded and/or short shot. When? 03-22-2024 where? During the manufacturing process, aql 0.25 c =0 who? Manufacturing leader cr1 1st shift quantity impacted and results of the sampling (fail/pass): 26,819 pieces, affected failure: 3/135." "Ego seal with occluded window covering the rib from the tego body" d9 - date returned to mfg: 1/14/2025.

Event description:
The customer reported a sudden total block in flow with two tego¿ connectors at the start of dialysis treatment. The issue was resolved after changing the tego with no further problems encountered. There were no cuts, holes or defects noted on the tego device. There was no serious injury or death, no clinically significant blood loss, and no property damage. There was no medical/surgical intervention required other than routine change or maintenance. This report reflects one of two occurrences.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.